Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician has reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician has reported left side ruptured, discovered during revision surgery. Device has been explanted and replaced.

Event description:
Physician has reported left side ruptured, discovered during revision surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 correct reason for removal is unknown as the rupture was discovered during the surgery. A visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Unable to confirm whether the device is received complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.